Manufacturer narrative:
Additional data: b5- the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -11.5/+1.5/096 (sphere/cylinder/axis) into the patient's left eye (os) on 05/oct/2023 as a replacement lens. The patient experienced a refractive surprise. Reportedly "he implanted the lens at 6°cw. Unfortunately the lens is again misaligned. (Now at 1°cw)". The lens remains implanted and the problem was resolved. Status of the eye: "patient doesn't wish any futher treatment". The reporter indicated the cause of the event as "other". Cause details provided: "surgeon calculated a lens for an implanted axis at 5° cw. Thats why the axis is 5° different to the preop data". Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -11.50/1.5/096 (sphere/cylinder/axis) was implanted into the patients left eye on (B)(6) 2023 as an exchange lens. Refractive surprise was observed. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted. See MDR # 2023826-2023-01948 for initial lens.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).